Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The death was not considered to be device-related. The device operated as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Section g6: "30-day" was inadvertently not checked in the initial report. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed, based on an abbott representative¿s onsite observation. According to the account, the low flows were, due to a small left ventricular internal end-diastolic diameter (lvidd), left ventricle collapse, and right ventricle failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be determined. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6: entitled ¿patient care and management¿, provides care instructions in reference to preventing infection. The IFU also states, right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system, due to reduced filling of the pump. The IFU also provides an explanation of all pump parameters, including pump flow. Section 4: ¿system monitor¿ states, that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. And explains that changes in patient conditions can result in low flow. Section 7: ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5: "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user, that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a small body surface area (1.72) and a small left ventricular end diastolic diameter (lvedd). The patient experienced frequent low flows. The surgeon requested a low flow software upgrade. The low flow software upgrade was performed on both system controllers. The cause of the low flow alarms was a small left ventricular internal end-diastolic diameter (lvidd), left ventricle collapse, and right ventricle failure. The low flow alarms resolved when a centrimag was placed on (B)(6) 2020. The device operated as expected. The patient was still intubated in the intensive care unit on (B)(6) 2020. It was reported that the patient had right ventricular failure. The patient had a centrimag right ventricular assist device placed due to right ventricular failure. The patient's condition improved after the centrimag placement. The patient's heartmate 3 operated as expected. A device-related issue did not cause or contribute to the patient's right heart failure (rhf) and left ventricle collapse. Care was withdrawn on (B)(6) 2020. The patient expired on (B)(6) 2020. The patient's cause of death was acute right ventricular heart failure status post right ventricular assist device (rvad) placement, nonischemic cardiomyopathy post heartmate 3 left ventricular assist device (lvad) placement, breast cancer, and e. Coli pneumonia.